Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient stated he was calling to see what would happen when the morphine drips into the tissue. The patient was concerned he might be getting poisoned. The patient was wondering if he could wait for 2 days before having the surgery. The patient stated the catheter had come unattached, and they found the catheter coiled at the base of the patient¿s spine. The patient stated he was concerned that the morphine dripping into his tissue would poison him. The patient stated he called his doctor and was told the doctor was out of the country, and they were not able to reach anyone. The patient stated he called the surgeon, and they were trying to reach him. The change in therapy/symptoms was considered sudden. The patient stated he was burning. The patient stated he felt like he was burning in his stomach and his chest, and he had a metal taste in his mouth. The patient stated he was starting to get nauseated and sick. The patient stated he currently was not going through withdrawal. The patient stated he had back surgery not related to the device therapy and stated during the surgery, the catheter ¿came out¿ and now it was coiled at the base of his spine. The patient stated the catheter detached ¿about 1.5 months ago¿, and the surgery that caused the catheter to come detached was ¿about 3 weeks ago¿. The patient stated he was scheduled for surgery on wednesday (B)(6) 2017, and they would be putting the catheter where it belonged as well as ¿doing other stuff in there¿.